Manufacturer narrative:
Quality safety evaluation received on 10-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 5 years after insertion, experienced an infection which led her to hospitalization. 2 months later, it was determined that both of essure coils migrated from the fallopian tubes (one of the coils had perforated her uterus - uterine perforation and other was floating in her stomach - device dislocation). The plaintiff was forced to undergo multiple surgeries to remove essure coils. Uterine perforation and device dislocation are listed in the reference safety information for essure, while infection is unlisted. Even though this case lacks of relevant information, such as infection location, considering the long term use of essure before the onset date of event, a causal relationship between them can be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, the exact date and the mechanism of perforation are not known. However, considering the events' nature, a causal relationship between essure and the event cannot be excluded. This case was regarded as incident, since surgical interventions were required. Additionally, non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/device breakage bent coil"), uterine perforation ("one of the coils had perforated her uterus/migration of essure device location of device: uterus/perforation (uterus)/essure coil that was embedded in uterus/perforation (uterus)"), device dislocation ("the other coil was in her stomach/migration of essure device location of device: omentum/ migration of essure device location of device: fallopian tube"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder") and infection ("infection") in a 52-year-old female patient who had essure (batch no. 705317, 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". The patient's concurrent conditions included oligomenorrhea, dysplasia, papilloma viral infection, acne, herpes virus infection, gastric disorder, gerd and lower gastrointestinal disorder. Concomitant products included oral contraceptive nos, pantoprazole, spironolactone and valaciclovir hydrochloride (valtrex) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("acute vaginitis "), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("infection:bladder"). In (B)(6) 2015, the patient experienced infection (seriousness criterion hospitalization) with pyrexia, chills and fatigue, abdominal pain ("severe abdominal pain") and migraine ("severe and intractable migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil), surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil) and surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, infection, abdominal pain, pelvic pain, migraine, vaginal haemorrhage, menorrhagia, vaginal infection, cardiac disorder, blood disorder, dysmenorrhoea, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, blood disorder, cardiac disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2010: total bilateral occlusion. Batch number: 705317 manufacturing date: 2010/01 expiration date: 2013/01. Batch number: 727087 manufacturing date: 2010/03 expiration date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2010. In or around (B)(6) 2010, plaintiff visited her healthcare professional to discuss permanent forms of birth control. In addition to talking with her doctor and upon information and belief, she saw advertising material touting the features of a new procedure, called essure. According to the advertising material, the new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. Plaintiff was never warned of the risk that the device can migrate out of the fallopian tube, be expelled, and cause other complications, including, but not limited to, severe complications requiring surgical removal of the permanent implant. After considering the selling points in sales material and/or information provided by her implanting physician, plaintiff decided to undergo the essure implant. Upon information and belief, she had two essure coils implanted into her body on or around (B)(6) 2010. In or around (B)(6) 2015, she began suffering from bouts of fever, chills, severe and intractable migraines, severe abdominal and pelvic pain, fatigue, infection, and more. The symptoms progressively worsened and treating physicians were unable to ascertain what was happening. Plaintiff was even hospitalized as a result of the symptoms. There was no indication to her that the symptoms were related to the essure device inside her body. In or around (B)(6) 2015, it was determined that both of the essure coils had migrated from the fallopian tubes. In addition, it was informed that one of the coils had perforated her uterus and the other was floating in her stomach. She was forced to undergo multiple surgeries to remove the essure coils. Additionally, it was informed that the severe and painful symptoms that necessitated her removal surgeries and other complications identified herein and/or which will be established by the records were directly and proximately caused by failure to disseminate truthful, accurate, and adequate information regarding the risk profile of essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 5 years after insertion, experienced an infection which led her to hospitalization. 2 months later, it was determined that both of essure coils migrated from the fallopian tubes (one of the coils had perforated her uterus - uterine perforation and other was floating in her stomach - device dislocation). The plaintiff was forced to undergo multiple surgeries to remove essure coils. Uterine perforation and device dislocation are listed in the reference safety information for essure, while infection is unlisted. Even though this case lacks of relevant information, such as infection location, considering the long term use of essure before the onset date of event, a causal relationship between them can be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this particular case, the exact date and the mechanism of perforation are not known. However, considering the events' nature, a causal relationship between essure and the event cannot be excluded. This case was regarded as incident, since surgical interventions were required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coils had migrated from the fallopian tubes / one of the coils had perforated her uterus/migration of essure device location of device: uterus/perforation (uterus)/essure coil that was embedded in uterus"), device dislocation ("coils had migrated from the fallopian tubes / the other coil was in her stomach/migration of essure device location of device: omentum"), infection ("infection"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in a 52-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". Concomitant products included spironolactone and valaciclovir hydrochloride (valtrex). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced vaginal infection ("acute vaginitis"). In (B)(6) 2015, the patient experienced infection (seriousness criterion hospitalization) with pyrexia, chills and fatigue, abdominal pain ("severe abdominal pain"), pelvic pain ("severe pelvic pain/pain") and migraine ("severe and intractable migraines"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cardiac disorder ("blood or heart disorder/condition") and blood disorder ("blood or heart disorder/condition"). The patient was treated with surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, infection, abdominal pain, pelvic pain, migraine, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, autoimmune disorder, cardiac disorder, blood disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible no complaint sample was provided forfurther investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Pfs received: new events added- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), acute vaginitis, autoimmune disorder, blood or heart disorder/condition, dysmenorrhea (cramping) and bent coil. Event verbatim was updated as coils had migrated from the fallopian tubes / the other coil was in her stomach/migration of essure device location of device: omentum. Concomitant drugs added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/device breakage bent coil'), uterine perforation ('one of the coils had perforated her uterus/migration of essure device location of device: uterus/perforation (uterus)/essure coil that was embedded in uterus/perforation (uterus) / uterus and omentum/ removal of essure coil that was embedded in uteru'), device dislocation ('the other coil was in her stomach/migration of essure device location of device: omentum/right essure device appears to be free within the pelvic cavity on the right and not within the fallopian tube'), fallopian tube perforation ('the left essure device appears to have perforated the left fallopian tube/ migration of essure device location of device: fallopian tube'), genital haemorrhage ('abnormal bleeding (general)'), autoimmune disorder ('autoimmune disorder') and infection ('infection') in a 52-year-old female patient who had essure (batch no. 705317, 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". The patient's medical history included dyspareunia, vaginal discharge, headache, acute vaginitis, vaginitis gardnerella, migraine, sepsis, pneumonia, bilateral pleural effusion, liver enzyme abnormal, anemia of chronic disease, acute appendicitis, pap smear abnormal, anogenital warts, hemorrhoids, rectocele, cystocele and genital herpes. Concurrent conditions included oligomenorrhea, dysplasia, papilloma viral infection, acne, herpes virus infection, gastric disorder, gerd, lower gastrointestinal disorder, endometriosis, diarrhea, photophobia, ear discomfort, decreased appetite, ear congestion, neck pain, epigastric discomfort, general body pain, muscle pain, gastritis, gastrointestinal disorder prophylaxis, appendectomy, leukocytosis, fungal infection, dyspraxia, abdominal bloating, liver enzyme abnormal, dengue fever virus infection, viral hepatitis, cholecystitis, autoimmune disorder nos, adhesion, hepatic lesion, thoracentesis, cough, pulmonary edema, parapneumonic effusion, ebv infection, peripheral edema, hypoalbuminemia, anasarca, gallbladder disorder, pericardial effusion, fatty liver, hemangioma, renal cystectomy, scoliosis, lumbar spondylosis and lymphocytosis. Concomitant products included doxycycline, morphine, oral contraceptive nos, pantoprazole, paracetamol (tylenol 8 hour), spironolactone, tramadol hydrochloride (ultram ER) and valaciclovir hydrochloride (valtrex) since january 2014. On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("acute vaginitis "), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("infection:bladder"). In august 2015, the patient experienced infection (seriousness criterion hospitalization) with pyrexia, chills and fatigue, abdominal pain ("severe abdominal pain") and migraine ("severe and intractable migraines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil and bilateral salpingectomy- removed fallopian tubes and 1 essure coil,robotic laparoscopic bilateral sa). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, infection, abdominal pain, pelvic pain, migraine, vaginal haemorrhage, menorrhagia, vaginal infection, cardiac disorder, blood disorder, dysmenorrhoea, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, blood disorder, cardiac disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.; on (B)(6)-2010: results: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: on CT, the left essure device appears to have perforated the left fallopian tube and the right essure device appears to be free within the pelvic cavity on the right and not within right fallopian tube.. Batch number: 705317 manufacturing date: 2010/01 expiration date: 2013/01 batch number: 727087 manufacturing date: 2010/03 expiration date: 2013/03 ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abnormal vaginal bleeding, abdominal pain, dysmenorrhea, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: the left essure device appears to have perforated the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received ¿ new event the left essure device appears to have perforated the left fallopian tube were added. Medical history, lab data and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/device breakage bent coil"), uterine perforation ("one of the coils had perforated her uterus/migration of essure device location of device: uterus/perforation (uterus)/essure coil that was embedded in uterus/perforation (uterus)"), device dislocation ("the other coil was in her stomach/migration of essure device location of device: omentum/ migration of essure device location of device: fallopian tube"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder") and infection ("infection") in a 52-year-old female patient who had essure (batch no. 705317, 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". The patient's concurrent conditions included oligomenorrhea, dysplasia, papilloma viral infection, acne, herpes virus infection, gastric disorder, gerd and lower gastrointestinal disorder. Concomitant products included oral contraceptive nos, pantoprazole, spironolactone and valaciclovir hydrochloride (valtrex) since (B)(6) 2014. On 2010, the patient had essure inserted. In july 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("acute vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2015, the patient experienced infection (seriousness criterion hospitalization) with pyrexia, chills and fatigue, abdominal pain ("severe abdominal pain") and migraine ("severe and intractable migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), cystitis (" infection:bladder") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil), surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil) and surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, infection, abdominal pain, pelvic pain, migraine, vaginal haemorrhage, menorrhagia, vaginal infection, cardiac disorder, blood disorder, dysmenorrhoea, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, blood disorder, cardiac disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2010: total bilateral occlusion.; on (B)(6) 2010: total bilateral occlusion. Batch number: 705317 manufacturing date: 2010/01 expiration date: 2013/01 batch number: 727087 manufacturing date: 2010/03 expiration date: 2013/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/device breakage bent coil"), uterine perforation ("one of the coils had perforated her uterus/migration of essure device location of device: uterus/perforation (uterus)/essure coil that was embedded in uterus/perforation (uterus)"), device dislocation ("the other coil was in her stomach/migration of essure device location of device: omentum/ migration of essure device location of device: fallopian tube"), genital haemorrhage ("abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder") and infection ("infection") in a 52-year-old female patient who had essure (batch no. 705317, 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil". The patient's concurrent conditions included oligomenorrhea, dysplasia, papilloma viral infection, acne, herpes virus infection, gastric disorder, gerd, and gastro-intestinal disorder nos. Concomitant products included oral contraceptive nos, pantoprazole, spironolactone and valaciclovir hydrochloride (valtrex) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("acute vaginitis") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced infection (seriousness criterion hospitalization) with pyrexia, chills and fatigue, abdominal pain ("severe abdominal pain") and migraine ("severe and intractable migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), cystitis (" infection:bladder") and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil), surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil) and surgery (bilateral salpingectomy- removed fallopian tubes and 1 essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, infection, abdominal pain, pelvic pain, migraine, vaginal haemorrhage, menorrhagia, vaginal infection, cardiac disorder, blood disorder, dysmenorrhoea, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, blood disorder, cardiac disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.; on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Lab data was added. Her concurrent conditions were added. Essure lot number was added. Essure indication was amended. Her concomitant medication were added. Per plaintiff fact sheet: following event: device breakage was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.